Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: cruise, gaia pv; guide catheter: destination. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported material rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in an unknown superficial femoral artery that was mildly tortuous, mildly calcified and 90% re-stenosed. A foxcross .035 5mm x 40mm x 50cm balloon ruptured during the third inflation at 16 atmospheres. The device was prepped according to the instructions for use. There was no resistance reported during removal of the protective sheath or during advancement of the device to the lesion. The procedure was completed using a non-abbott balloon dilatation catheter to successfully complete the procedure. There were no adverse patient effects. No additional information was provided.